Manufacturer narrative:
On 05/29/2018, the mentor failure analysis lab received the device for evaluation. On 05/29/2018, mentor became aware of the following: new information states the event date is (B)(6) 2017. Patient age at the time of event is (B)(6). On 06/08/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Black material was observed within the device. Gel was observed on the shell surface. During examination, the product evaluation (pe) team observed a rent measuring approximately 1.5 cm on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor textured gel prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with unknown mentor textured gel prostheses. On (B)(6) 2018 bilateral rupture was diagnosed during explant, ruling out other issues. Prosthesis replacement did not occur with explant; however, it is indicated that it will take place at a later date. (See 1645337-2018-02641 for contralateral prosthesis report).